Event description:
The customer reported that when the unit powered up the screen was blank.

Manufacturer narrative:
The customer reported that when the unit powered up the screen was blank. The unit was evaluated at philips, and the failure was verified. Replacement of the control pca resolved the reported issue.